Manufacturer narrative:
The reported field event of capture, sensing, and impedance anomalies were confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.

Event description:
It was reported that failure to capture, increased pacing impedance, and under-sensing were detected on the device. The device was explanted and replaced to resolve the event. The patient was stable.